Manufacturer narrative:
(B)(4). The lot 13m069 was manufactured between november 18, 2013 and november 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received at the plant for evaluation. Initial visual inspection of the unit noted a ruptured reservoir. Microscopic evaluation found markings located on the exterior surface of the reservoir near the rupture line. No cause could be determined as to the origin of the markings or the ruptured reservoir. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during manual filling with fluorouracil (non-baxter product) using a syringe and the baxter recommended filling procedure. The device had not been in direct sunlight and did not receive any impact or shock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.